Event description:
It was reported that during a routine check, the implantable cardioverter defibrillator (ICD) device recorded intermittent shock impedance greater than 200 ohms, which is high out of range. A vector breakdown was performed and it was noted that the vector from the right atrial coil to the device is showing greater than 200 ohms, and the right ventricle to the right atrial vector also shows out of range measurements of 188 ohms. The physician decided to program the right ventricle coil to the device and continue routine monitoring on the patient. The right ventricular (rv) lead remains in service. No adverse patient effects were reported.